Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent showing the label not filled in. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064664. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® edta tubes bd hemogard¿/ lavender was received in the shelf pack with out a label. Three shelf packs in the batch were not labeled. None of the devices were used on patients. No serious injury, no medical interventions.